Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to the patient's feelings/normal results. When the customer care advocate walked the patient through a control solution test, the control solution was not in range. This complaint is being reported because the reported issue was not resolved with troubleshooting.